Event description:
It was reported the patient was charging for long periods but the charge level of the stimulator was not advancing. After charging the stimulator for 8 hours, the stimulator was only 1/4 charged. The patient was able to obtain 3/4 charge after 8 hours, however, the patient programmer indicated the stimulator was only 1/4 charged. The stimulator would not hold a charge. The battery would deplete very rapidly and would not retain the patient's settings. The patient had to charge the stimulator more than expected. The issue had existed since implant. The patient was not using the stimulator. The patient met with the manufacturer representative. The representative had previously worked with the patient on several occasions. The stimulator was shallow. The device had not flipped in the device pocket. The patient's device was discharged. There was no recharger readily available for recharging so the representative was unable to obtain any device info from the physician programmer. Manufacturer records indicated the stimulator had previously overdischarged in 2007. The patient had not used the stimulator much since 2007 due to charging issues. It was suggested the representative recharge the stimulator so the recharge stats could be obtained. The patient needed an MRI of her bladder. The patient may have the device explanted and then have the MRI before the stimulator was replaced. The patient was seen by the representative again one week later. The patient again claimed the stimulator would not hold a charge and that she needed to recharge the stimulator more frequently. The patient had two leads but only used one due to an open circuit on the other lead. The patient's settings were 4 volts, 300 usec and 30 hertz for 24 hours a day. The representative calculated the patient should recharge every 73 days bol. The diagnostic history revealed the patient had only recharged for 1.2 hours for the last 13 sessions. The charge stats for the last week were 13 sessions, 1.2 hrs, 38 days, 8 bars. Given the charge stats, it did not appear that the patient was charging for long periods of time as she had indicated. The patient claimed she was not loosing coupling during recharge sessions. The representative decided to charge the stimulator for about one hour and then see if the stimulator battery voltage was advancing appropriately. The stimulator had advanced appropriately after about 55 minutes of charging. The patient had further relayed to the representative that charging was burdensome as she is young, active and has young children. The representative planned to discuss with the physician whether a rechargable device was appropriate for the patient. There were no concerns about the stimulator function at the time and recharging appeared to be appropriate. The patient had revision surgery the following year. The device system was replaced. Everything was working as intended.

Manufacturer narrative:
The device system was returned for analysis. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.